Event description:
On 2013 the reporter contacted animas, alleging that the display screen was dim and difficult to read. Changing the battery and contrast settings did not improve the visibility. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: during testing, the display screen was found to be discolored. A test screen was inserted and was found to function properly with no visible signs of discoloration.